Event description:
In 2019, I had my allergan gel breast implants replaced with saline due to the FDA notification of the possibility of cancer associated with those particular implants. Since changing to allergan saline implants my body has drastically changed. Mentally I feel like I am in a "co start" "fog" and can't think or remember things clearly, my joints cause me incredible pain that I never had before (I feel like I am a 90-year-old lady with severe arthritis throughout my body), I am always feeling tired, and I am unable to lose weight. These changes have impacted my ability to live a fulfilling life. Reference report #mw5115685.